Event description:
It was reported that the ts simultaneously deployed. There was a backup device available to complete the procedure with no delay. Ts were removed from the patient. No patient injuries reported.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. No root cause related to the manufacturing process can be established.